Event description:
It was reported that the wires on the distal end of the fenestrated bipolar forceps instrument were observed to be broken after the instrument was cleaned and sterilized. There were no missing or fallen pieces reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported failure mode as a visual inspection of the instrument shows no damage to the conductor wires or drive cables at the distal end. The grips open/close properly when the input discs are manually rotated. Engineering evaluation also found that the bipolar insert is missing from back end of the instrument. The pins and conductor wires are sticking out of chassis. The insert may have not been fully seated in chassis or may have been pulled out when bipolar cord was removed. The instrument passed electrical continuity testing. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.